Event description:
It was reported that the customer experienced a high blood glucose of 432 mg/dl; cause was not known. The customer went to the emergency room (ER) and got bloodwork done. The customer's blood sugar gradually decreased while continuing to use pump and the customer was released from the ER on the same day. A pump system check was performed by tandem technical support, and no issues were found. Recommendation was made to consult with a healthcare provider regarding diabetes management.